Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, there was a scratch in the center part. Therefore it was explanted and replaced with an iol of the same type, style and power and the surgery was completed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned adhered to tape in the lens case. Tape adhesive is dried on both surfaces of the optic and haptics. One haptic is broken/torn and partially adhered, the other haptic is intact. Iol cleaned. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch in the center part of lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution. The lens was returned attached to an adhesive tape. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).